Event description:
It was reported the patient presented to the clinic with device in magnet mode. Upon interrogating the device, it reverted back to programmed parameters once the programming head magnet was removed. It was later reported that the device had no magnet response during interrogation. A stuck reed switch was suspected. Multiple magnets were attempted with no success. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) performance data collected from the device was analyzed and indicates that the device had been stuck in a session since approximately (B)(4) 2008. The device was returned, analyzed and the reed switch was electrically out of specification.